Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose level was 590 mg/dl at time of incident. Customer treated with insulin shot. Customer reported that the insulin pump had lot off no delivery alarm and batteries was dying. The insulin pump will not be returned for analysis.